Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii 24gax0.75in prn slm npvc tubing was defective / damaged. The following information was provided by the initial reporter translated from chinese to english: the patient was placed in a "closed venous indwelling needle". Half an hour after successful placement, the outer tube of the needle came out and blood oozed out from the broken part. The indwelling needle was removed and placed again. Additional information provided: photo available this product was not checked during puncture. After successful puncture, the patient retained the product "closed vein indwelling needle". Half an hour after successful retention, the outer tube of the needle slipped out and blood seeped out from the rupture site. Remove the indwelling needle and reinsert it.

Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows that the extension tubing is separated from the catheter hub, but the specific states at the separation site cannot be identified. 2. DHR/bhr review lot#4016647 1-this batch of products were assembled at intima ii auto line 2 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. 2 retained samples of this batch are taken to test the pull strength between the extension tubing and the catheter hub. The test results are all within the product specifications. Please refer to the attachment for test reports. 4. The extension tubing and the catheter hub are bonded by adhesive. During the product assembly process, affected zone is equipped with 100% visual inspection systems for the adhesive quantity and the insertion depth of the extension tubing. The vision inspection systems are challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspections. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. The returned photo shows the separation of the extension tubing from the catheter hub. As the defective sample is not returned, the relevant detection cannot be carried out, and the defect occurred half an hour after the puncture, during which the usage of the sample is unknown, the root cause of the separation of the extension tubing from the catheter hub cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information provided.